Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet bionic pancreas presented repeated restart ilet 75 alerts consistent with a power communication malfunction, requiring multiple restarts before resuming operation, and a replacement device was provided after troubleshooting and education including cgm pairing and infusion set change. Symptoms included hypoglycemia with a documented glucose of 44 mg/dl and approximately one hour below range, managed with oral glucose. Outcomes included no medical intervention, no ketone testing, and no hospitalization. Investigation included customer interview, device data synchronization guidance, and return-and-replace logistics. Investigation of this device revealed a suspected device malfunction associated with a power/i2c vibration alert, with user successfully transitioning to the replacement device after setup assistance. Investigation of the device engineering logs confirmed previous alert 75 notifications. The issue could not be replicated during testing. It was concluded that the cause was inconclusive due to insufficient evidence to isolate a specific component or use-related factors.